Manufacturer narrative:
A clinical investigation was performed and concluded that the patient had a history of peritonitis and there was no documentation in the medical records that indicated a causal relationship between the liberty cycler and the reported peritonitis. The actual device was returned to the manufacturer for evaluation and a product investigation was performed. A simulated treatment was performed without any failures or noted problems. A visual inspection was completed and there was no indications of dried fluid within the cassette compartment underneath the mushroom heads. Further evaluation found no device malfunctions that would have caused the reported peritonitis event. A batch record review was conducted and confirmed there were no deviations or non-conformances due to the manufacturing process. Product labeling, material, and process controls were within specifications.

Event description:
During a follow-up call with the peritoneal dialysis (pd) patient, the patient stated she was recently cleared from peritonitis and was going to have a transplant soon. The pd nurse stated the patient's lab test results showed a pseudomonas infection and there was no reported fluid leaks. The patient's liberty cycler was replaced.